Manufacturer narrative:
Additional codes health effect - clinical codes: 1758 - calcium deposits/calcification, 1696 - respiratory distress, 2011 - pneumonia, 2252 - peritonitis, 4820 - biliary leak, 1932 - inflammation. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. It was reported that heartmate 3 lvas, serial number (B)(6), would not be explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed through the manufacturing execution system (mes) and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death, sepsis, hypertension, and localized infection as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ also includes information regarding how to prevent and control infection. Section 6 also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional codes: health effect - clinical code: 1758 - calcium deposits/calcification. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had distress tolerance due to tobacco and that their left ventricle apex was calcified. A right ventricular assist device was placed post operation and was set to 3 lpm. It was said that the pump ran well throughout and that the patients post operational vitals were at a heart rate of 80bpm, blood pressure of 108/75 mmhg, a pulmonary arterial pressure of 47/36, and a central venous pressure of 20 mmhg.

Event description:
It was reported that the patient removed their own right ventricular assist device (rvad) cannula on (B)(6) 2025, and shortly after required reintubation related to respiratory distress and developed worsening cardiogenic shock and an acute kidney injury (aki) that required continuous renal replacement therapy (crrt) starting on (B)(6) 2025. The patient later developed septic shock related to pneumonia and cholecystitis. A percutaneous drain was placed on (B)(6) 2025, with concern noted for peritonitis and ischemic gut from a bile leak. Inotropes were initiated. The patient progressed to multisystem organ failure and the family decided to pursue comfort care. The patient passed away on (B)(6) 2025. The device was noted to have functioned as intended.

Manufacturer narrative:
H6 - additional health effect clinical codes: 1696 - respiratory distress 2011 - pneumonia 2252 - peritonitis 4820 - biliary leak. 1932 - inflammation. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.